Event description:
The customer reported to olympus that the video system center "exam on" front panel light was not functioning. The issue was found during preparation for use in an unspecified procedure. The intended procedure was completed using the same set of equipment. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
Technical assistance center (tac) did troubleshooting and advised the customer to examine the scope switch settings on another system and set the release 1 settings the same way the scope switch #4 was set. Tac also advised the customer to check the "target devices" for release 1, which were set to "default." Once the customer pressed scope switch #4, the "exam on" light located on the keyboard lit up. When the customer reviewed the "system settings¿ it was found that the "exam on" button was disabled. The customer enabled the switch button in the menu and the light located on the front panel came on. The device was not to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that exam on lamp of the front panel is not lit was due to wrong setting. Olympus will continue to monitor field performance for this device.